Manufacturer narrative:
Multiple attempts were made to follow up with the customer, however there has been no response. The t:slim pump user guide states that humalog® was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated in the 300s-500s mg/dl. Elevated bgs were treated by administering a bolus using the pump. System check was performed, and the pump performed as intended, however it was determined that the customer was changing out the site/ cartridge every 3 days, instead of the recommended 2 days for use with humalog. Customer did not believe that anything was wrong with the insertion site, and instead indicated that they would consult with their healthcare provider regarding changing basal settings.